Manufacturer narrative:
Batch review performed on 25 june 2020 lot 187260: (B)(4) items manufactured and released on 20-dec-2018. Expiration date: 2023-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed an I&d and revised the poly 19 days after primary. The surgery was completed successfully.